Event description:
Pt presented to reporting facility on (B) (6) 2008 for angioplasty of arterial venous shunt in left arm, due to stenosis. The fistula was cannulated with suspect medical device. There was moderate difficulty advancing the 4-french micropuncture catheter over a 0.018" wire. A stiff 4- french micropuncture catheter was then used. There was also mild difficulty advancing this catheter, however, it eventually slid over the wire. A stiff guidewire was then advanced. However, when the 4-french micropuncture catheter was pulled back, there was a breakage of the catheter and approx 4 cm of catheter remained within the pt. When trying to remove micropuncture catheter it remained stuck in the graft. A cutdown was performed and a snare was used to remove the broken fragment. Two punctures were left in pt. Procedure was performed using conscious sedation. Pt did not require over night hospital stay.

Manufacturer narrative:
Involved device not available for review. Mfg and inspection records reviewed. Involved device not available for review. Unable to determine cause without involved device. Mfg and inspection records did not indicate possible cause for failure.